Event description:
It was reported that during an unspecified surgical procedure, it was observed that the kincise impactor device needed to be replaced. During in-house engineering evaluation, it was determined that the triggers on the kincise automated surgical impactor device had intermittent operation, the cycle could was abnormally high after heating up. There were also signs of heating up and increased friction when the motor device as removed. The device passed all pre-repair diagnostics. There was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the device . Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. The IFU states the following regarding the reported issue that was observed by the user or customer: if the device is unable to complete the surgical procedure due to decreased power or intermittent operation or fails to meet the criteria defined in the inspection and functional testing section, it has reached its end of life and shall not be used. A device history review was performed, and no non-conformances were detected related to the reported condition. UDI: (B)(4).